Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump software "provided too many correction boluses." Customer's blood glucose was 229 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.